Event description:
The patient reported the monitor would not reach telemetry. The monitor was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) assembly found out of specification due to a defective diode.